Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a mechanical jam alarm. Blood glucose level at the time of the incident was 240 mg/dl. It also states that the alarm recurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No motor movement alarms noted during testing.